Event description:
Pt underwent the following procedure: (1) phacoemulsification of cataract, right eye with posterior lens implant. (2) surgical temporal iridectomy. (3) suture of surgical wound. Preoperative diagnosis: nuclear cataract, right eye. Postoperative diagnosis: same. Complications: corneal burn and iris burn necessitating iridectomy and suturing of the wound.